Event description:
The anatomy was tortuous however the clinician proceeded with the case. During insertion of the 12fr sheath, it kinked. When inserting the dilator into the sheath, unknown to the clinician, it punctured the sheath and common femoral artery. The clinician immediately made a transverse incision in the bottom left quadrant to gain control of the bleeding. The pt lost over 1 liter of blood and was transfused 2 units of blood before control was gained. The procedure was successfully completed with no other consequences to the pt. No allegation of product deficiency was made by the clinician.